Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 472 mcg/day) via an implanted pump. It was reported that the patient had withdrawal symptoms. There were no external factors provided that may have led or contributed to the issue. On the day of surgery, there were no pump alarms or eri (elective replacement indicator) indicated. The pump and catheter were replaced at the surgeon¿s discretion. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.